Event description:
I got lasik eye surgery. It ruined my healthy eyes. I have permanent corneal pain now. I can't sleep at night. I have to now take autologous serum eye drops. The autologous serum eye drops are not working well to control the pain. I now have "profanity" night vision. I used to have perfect night vision before lasik. Glasses cannot fix the lasik night vision damage. I see huge halos, starburst, double vision at night time. I never had these before lasik. Right after lasik I got so many floaters and flashes. I never had a single floater before lasik. The pain is the worst thing. Lasik damaged my vitreous. I have lattice degradation. I have large pupils at night. I had -3 in both eyes with astigmatism. Lasik needs to be banned. Lasik is not the same thing as getting braces or getting a haircut. Braces are safe. That is why 10 y/o children get braces. I see so many floaters when I leave the house in bright sunlight. I see so many floaters on my computer screen and car's windshield. I can't tell the difference between a green arrow and a green light at nighttime because of the starbursts. Advanced g.p. Sclera contact lenses can fix my lasik damaged night vision, but they cost (B)(6). Vitrectomy surgery can remove floaters. They did my lasik using alcon ex500 laser. They burned my eyes and ruined the tear film and natural shape. Blinking does not help. I can't sleep good at night. My autoimmune diseases skin dr told me I have an autoimmune disease many years ago. Please stop them from ruining people's lives and eyes. Nobody in my family has these eyes problems because they never got lasik. My family wears glasses is safe. Lasik is a dangerous unnecessary cosmetic surgery that needs to be banned. I cannot play computer games anymore because of the lasik induced pain. I have to wear sunglasses when I drive because of the floaters. I am depressed. Glasses cannot fix lasik side effects. FDA safety report ID# (B)(4).